Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The buttons of the pump were tested and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Reporter stated the buttons on the infusion device do not function. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).